Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) treatment procedure a guide catheter occlusion occurred. During the preparation of an expo guide catheter, difficulty flushing was encountered. The physician attempted to advance an unspecified guide wire through the catheter, however it "wasn't a smooth cross." It was noted that a piece of the inner layer of the catheter came out. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an expo catheter with a vial which contained aqueous medium and a blue foreign matter (fm). The shaft was kinked 68.5 and 69.5 cm from the hub. A .038" guide wire was loaded through the full length of the catheter with no unusual resistance. A syringe filled with water was connected to the hub of the catheter and was successfully flushed. The fm from the vial was 1 mm by 2 mm. The fm was sent to the material testing analysis characterization ((B)(4)) laboratory for material composition (ft-ir) testing. Ft-ir results confirmed that the fm was consistent with blue pigmented teflon which is consistent with the curving mandrel used in the manufacturing process at the external manufacturer (em). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification "supplier manufacturing" was assigned. (B)(4).

Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) treatment procedure a guide catheter occlusion occurred. During the preparation of an expo guide catheter, difficulty flushing was encountered. The physician attempted to advance an unspecified guide wire through the catheter, however it "wasn't a smooth cross." It was noted that a piece of the inner layer of the catheter came out. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).